Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the fourth firing during laparoscopic left hemi-colectomy, the surgeon pushed the green button, however felt the jaws were opened wider than usual. The removed the device from the tissue and check the jaws opening/closing, however the jaws were unable to be fully closed. The surgeon pushed the jaws and tried to fully close them, however a strange sound was heard. Replaced by a new cartridge ,the firing was completed. The sale rep pushed and half closed the jaws of the cartridge in question, however the jaws were stiff and a strange sound heard. The status of the patient is alive with no problem.